Manufacturer narrative:
Analysis was normal. No anomalies were found.the reported event of ¿can't remove the stylet from this lead¿ was confirmed. As received, a complete lead was returned in one piece. Stylet was inserted through the proximal end of the lead and was restricted at the distal region due to inner coil clogged with blood. The cause of the reported event was isolated to the inner coil being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. During the procedure when the lead was placed into the septum a stylet could not be removed from the lead. The lead was exchanged and the procedure was completed. The patient was stable.